Event description:
It was reported that just as the pocket was sutured closed, the patient experienced muscle stimulation. When the pulse generator was removed from the pocket, the stimulation ceased. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the atrial and ventricular septa to be damaged, which can cause pectoral muscle stimulation. The damage found is consistent with that occurring at the time of implant.